Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02592. It was reported the pt developed an infection at his ipg pocket site and possibly at his lead incision site. Culture results were positive for mrsa. The pt's system was explanted on (B)(6) 2013, and the explanted devices will not be returned to the MFR. F/u indicated the pt was treated with intravenous and oral antibiotic therapy. It was reported the pt appeared to be healing well.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.